Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Torque engagement testing was performed, the engage and disengage force was acceptable and met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was unable to be fully close by the patient. This occurred during use of the device for peritoneal dialysis therapy. The nurse was able to open and close the clamp with resistance; however, the patient was unable to. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.